Event description:
It was reported that the programmer errored often. Follow-up determined that the errors occurred both during the booting process and sometimes afterward. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer errored often however one error was found in the error log and therefore the link electronic module board was recalibrated, the hard drive was reimaged and reconfigured and the software was reloaded to clear the error. It was further noted that the stylus tip was loose and therefore the stylus was replaced and calibrated, that the bottom "feet" of the lower case were worn, the top hinge plate was worn and both were replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.